Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of over 600 mg/dl with symptoms of dizziness and extreme thirst. Customer technical support walked the reporter through troubleshooting of the device. The pump time was found to be incorrect but was off by less than one hour and was not suspected to be a contributor to the event. Further review found that the pump basal rate history did not match the active programmed basal rate. This report is made based on the allegation that the patient experienced hyperglycemia associated with a potential inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 02/08/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was recorded in black box or alarm history. The pump performed the ez-prime steps normally and the pump was exercised for 24 hour hours at 1 unit per hour; at the conclusion of the test, the pump correctly reflected 24 units. A normal bolus and an audio bolus were performed and recorded in the pump history appropriately. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.